Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not annunciating audible tones although the volume was set to "medium". Customer's blood glucose was 372 mg/dl. Reportedly. Customer continued to use pump for insulin therapy.